Manufacturer narrative:
The intended use of the t:slim system is for the continuous subcutaneous insulin infusion (csii), at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose level was fluctuating (high and low) due to the number of steps it takes to operate the pump when one has to deliver or reverse a bolus correction. Tandem technical support reviewed the bolus correction feature on the pump with the contact.